Manufacturer narrative:
Article citation: "complete surgical excision is essential for the management of patients with breast implant¿associated anaplastic large-cell lymphoma." Mark w. Clemens, l. Jeffrey medeiros, charles e. Butler, kelly k. Hunt, michelle a. Fanale, steven horwitz, dennis d. Weisenburger, jun liu, elizabeth a. Morgan, rashmi kanagal-shamanna, vinita parkash, jing ning, aliyah r. Sohani, judith a. Ferry, neha mehta-shah, ahmed dogan, hui liu, nora thormann, arianna di napoli, stephen lade, jorge piccolini, ruben reyes, travis williams, colleen m. Mccarthy, summer e. Hanson, loretta j. Nastoupil, rakesh gaur, yasuhiro oki, ken h. Young, and roberto n. Miranda, journal of clinical oncology, vol. 34, number 2, january 10, 2016, p. 160-168. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of seroma, breast mass, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events.

Event description:
Fifty-two patients presented with an effusion (seroma) around the implant, 17 patients had a breast mass and effusion, 15 patients had a breast mass, noted in "complete surgical excision is essential for the management of patients with breast implant¿associated anaplastic large-cell lymphoma". Manufacturer of the devices are unknown.